Event description:
This pacemaker was explanted due to a home monitoring alert that there was a drop in ventricular sensing, acc deactivated, and variation in impedance. The system was removed and the lead tested. All measurements returned in range when connected to the psa and again when the lead was reconnected to the pacemaker. The physician elected to replace this pacemaker. No adverse patient events were reported.

Manufacturer narrative:
We received your complaint description on the above mentioned devices. The lead under complaint was not returned for analysis. The analysis is therefore based on the pacemaker analysis. Upon receipt, the pacemaker was interrogated and the memory content was analyzed, confirming the clinical observation. The battery status was found to be larger than 85%. The header of the device was analyzed. The set screw could be easily screwed in and out. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. Rests of coagulated blood were found in the header bore as well as on the set screw and the spring element. No other peculiarities were noted. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition, the impedance measurement functions of the device were tested, showing not anomalies. In conclusion, the lead was not returned for analysis. The pacemaker is fully functional. The analysis did not show any deviations from the technical specifications. There was no sign of a material or manufacturing problem.